Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that this vns patient passed away in 2007. The neurologist had no further information on the cause of death. Obituary search found that the date of death was (B)(6) 2007. On (B)(6) 2016 a programming history database review occurred. From this information the patient's vns system should have been operating adequately at the patient's time of death. However no cause of death or relationship to vns has been obtained.